Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impacts appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore three channels migrated post-operatively out of cochlea. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
User's hearing performance with the device was affected. User is reported to fall and bump his head frequently. No redness or swelling over the implant site was observed when the child was seen. Reimplantation is considered but no date has been scheduled yet.

Event description:
User's hearing performance with the device was affected. User is reported to fall and bump the head frequently. No redness or swelling over the implant site was observed when the child was seen. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, three channels migrated post-operatively out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance is affected. User is reported to fall and bump his head frequently. No redness or swelling over the implant site was observed. Reimplantation is considered.